Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the distal end. The conductor wires were exposed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with the full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity and energy delivery tests. There was no thermal damage and no missing material observed from the instrument.

Event description:
It was reported that during central processing, the maryland bipolar forceps was observed to have a frayed cable. There was no report of patient involvement and no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The instrument was inspected for damage prior to reprocessing. There was no fragment that fell off the instrument.